Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer had symptoms such as abdominal pain and vomiting. The customer treated with the manual injections, fluids, potassium and insulin drip. Customer was not using auto mode. Customer was allege insulin pump was under delivering because blood glucose not going down. Customer stated that the drive support cap was normal. Customer performed displacement test and the test result was no reservoir. Customer wishes to perform the high pressure test. Customer stated that did not given an error while catheter was kinked. Customer declined to perform a carelink upload. Troubleshooting was performed for high blood glucose and under delivery. The insulin pump will not be returned for analysis.